Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1.the device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. 2.due to the situation of ¿1¿ description, the cutting wire and the endoscope were being close to each other. 3.the output was activated in state of ¿2¿ description. This might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. 4.an electrical discharge possibly occurred, and the cutting wire became hot instantly. That might have caused the cutting wire to break. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single-use balloon dilator's knife wire broke during an endoscopic sphincterotomy procedure. The procedure was completed with a back-up device. There were no reports of patient harm.